Event description:
A customer reported that during a procedure, the rfid stayed purple when the vitrectomy probe was connected and higher cut speed could not be performed. The case was completed using 2500cpm speed. There was no harm to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).